Manufacturer narrative:
Block b3: exact date unknown, event occurred a few years prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-adapters: upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: 17736949, UDI: (B)(4). Product family: scs-adapters: upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: 17736949, UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device was discarded by the medical facility. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device was discarded by the medical facility. No further information could be obtained despite good faith efforts. Additional information was received that the reason for the explant was due to patients preference and the patient was doing well postoperatively.